Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was being performed, however the customer could not complete the check at the time of call. Multiple attempts were made by tandem technical support, but no response was received. Customers blood glucose level was 221 mg/dl.